Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The physician turned off the superior vena cava (svc) coil and the rv lead remains in use. No patient complications have been reported as a result of this event.